Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the customer called an isi technical support engineer (tse) and reported that the e-100 had an odd smell coming from the back of the fan area. No other third party equipment was located on the vision tower and the caller confirmed it was directly out of the e-100. While speaking with the customer the led on the erbe turned red. The tse advised customer to power off the e-100. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the e-100 generator to correct the problem found. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. The unit was return for failure analysis and the reported failure was not replicated. . This unit was installed into the pca test system and start up the unit is running normal no smell odor and completed tested no issues so far. However, for precaution, it is recommended to send this unit to vendor to verify this unit and perform preventative maintenance (pm). A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the field service engineer (fse) replaced the e-100 generator due to a odor and a hard fault. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.